Event description:
Procedure type: lap colon. Patient sex: unk. Reportedly, the balloon exploded when the surgeon inserted a camera into an omst12bt inflated with 20cc. Nothing however, fell into the surgical cavity and the procedure was completed with another device. No patient injury was reported.